Manufacturer narrative:
Additional information was added to: b4, b5, g6, h2, h3, h11. Correction to: h6 (component code, type of investigation, investigation findings, and investigation conclusions). Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was unable to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. The root cause cannot be determined as the issue is unconfirmed. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
Vcoyne (B)(6) 2025. Update/additional information from region: please see below updates customer has provided for case (B)(4): (B)(4) with the bag broken and/or seal open (bad original condition). (B)(4) without batch printing and caducity date (bad state of origin). (B)(4) with the text off-center and incomplete (bad state of origin). Vcoyne (B)(6) 2025 update from region. Yes, I confirm case (B)(4) is from peru, as customer is (B)(4).

Event description:
Sku 324916 bd jer.insul. 0.3 ml 31g x 6 mm x100bag, lot: 4135014 fv: 30/06/2029 (B)(4) boxes stamped injected with broken packaging ((B)(4) boxes x (B)(4) units and total units would be (B)(4). Note that this product from the same batch has been reported in the past for the same.